Event description:
It was reported that during a right-sided cranial temporal surgery, the perforator bit plunged into a large brain tumor. It was also reported that the pt had bleeding in the tumor area which was addressed. The pt was brought back to the surgeon the next day for evaluation. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator subject to this MDR was returned for evaluation. The returned bit was measured for cutting edge and flute geometry where possible and these critical specifications were met. The device was visually compared to the print and inspected for mfg defects to the cutting edge and flute geometry. No defects were found. No excessive wear was noted that would not have been anticipated. Lot number info has not been provided to permit further investigation. The root cause is undetermined.